Event description:
It was reported that the patient experienced hyperglycemia after a snack while using the ilet bionic pancreas, with glucose rising to 279 mg/dl for approximately two hours and insulin delivery subsequently resumed; the patient used a meal announcement as a correction and later replaced the infusion set after troubleshooting potential infusion site or delivery issues. Symptoms included elevated blood glucose. Outcomes included self-management without medical intervention or hospitalization. Investigation included customer interview and troubleshooting education regarding infusion set function and insulin delivery. Investigation of this case revealed that infusion site function was uncertain prior to set replacement and that glucose values began to decline after resuming insulin and changing the set. It was concluded that the event was consistent with hyperglycemia likely related to suboptimal insulin delivery from a suspected infusion site issue, with resolution after set replacement and continued monitoring. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.